Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Alleged failure: product began to smoke while in use and the battery pack made a loud noise and would not shut off until batteries were removed. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device emitted smoke.